Event description:
It was reported the epg (external pulse generator) has a broken output connector. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the ventricular output connector was broken. It was also noted that the upper case, lower case and side bail covers were broken, the ring cover was contaminated and the keyboard was scratched.